Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels with an unknown cause. Customer provided a bg level of 506 mg/dl at the highest. Bg was addressed with manual injections of insulin. System check with tandem technical support (cts) confirmed that there were no issues with the pump and related supplies; however, the customer was using fiasp insulin with the pump. Cts educated the customer regarding insulin labeling. Customer acknowledged. Additionally, the customer indicated that the healthcare provider (hcp) had recently lowered the basal rate of insulin and was unsure if this settings change caused the high bg. Cts assisted the customer with adjusting the basal rate in pump settings. Cts instructed the customer to contact hcp regarding bg levels. Customer acknowledged.